Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: a lot number was not provided to perform investigation through retains testing and DHR review. There have been no non-conformances identifying any lots out of trend through our internal quality investigation system.

Event description:
It was reported that on an unspecified date, the patient was tested on the fisher - sure-vue hcg serum/urine test and produced a positive result. A confirmation serum test was performed and produced a negative result. No further information was provided.